Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: auxiliary water flow had white residue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be determined, and the cause of the white residue in the auxiliary water flow could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported instruments fed through the channel caught on it involving an olympus colonovideoscope. There was no patient injury reported.